Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - the exact device manufacturer date is unknown as the subject device was manufactured over 15 years ago in 2004. Therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the cause of no image likely occurred because the video function did not function properly due to a failure of the charged-coupler device (ccd) unit. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported issue was confirmed, not turning on or no image was isolated to a defective charged coupled device (ccd) unit. Additionally device failed the air/water leak test and the cable insulation is punctured. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The biomedical engineer at the user facility reported that the customer camera head image does not appear (no image). The customer reported problem was found during inspection before use. No death, injury or harm was reported.